Event description:
It was reported that the patient experienced occlusion due to blockage at site on 19 may 2026 causing hyperglycemia. The high blood glucose was treated by correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.